Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
We observed a leak with 2 catheters in a row.

Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed and passed qa inspection test. (B)(6) reported for same incident, 5 pieces of representative samples of the same lot for both tc were returned for investigation. Based on the complaint description, it was reported that it was observed a leak with 2 catheters in a row. Same issue was reported in (B)(6) for the same batch of product as reported in this complaint. Therefore, the physical sample evaluation as reported in (B)(6) was cross referred to facilitate the investigation of this relevant complaint. According to the (B)(6), inspection was carried out on the representative samples by inflating the catheter with 10ml of water and it was observed that the balloon can be inflated, and no leakage throughout the catheter. Also, there was no abnormalities or design irregularities observed on the returned representative samples. The samples then were being remained to be inflated up to 30 minutes and observed no leak, burst or any abnormalities on any part of the catheter. Attempt to deflate the catheters also found no difficulties. In current standard operating procedure, according to spm-a51-003 the balloons are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. There was no abnormalities or design irregularities observed on the returned representative samples for (B)(6) which is co-related to this complaint. The samples also can be inflated, and no leak or deflation issue observed. DHR review of the batch production showed no abnormality, and the device was produced according to the standard manufacturing procedures. Therefore, this complaint is not confirmed.

Event description:
We observed a leak with 2 catheters in a row.